Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 448 mg/dl and 338 mg/dl. The customer was treated with manual shots. Customer stated that the insulin was not delivering. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.